Event description:
Pt was revised to address mal-alignment and mcl instability.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complainant database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported event; however, provided information stated device mal-alignment and ligament instability were contributing factors. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.